Event description:
It was reported that 2 months post successful esophageal stent placement, the stent migrated into the stomach. The pt was sent to surgery for removal of the stent. The pt status is listed as "okay".